Event description:
A report received from (B)(6) stated an 840 ventilator experienced an erratic display while being used on a patient. There was no report of patient injury as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcb). The cse upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications. (B)(4).